Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her blood glucose has been running high even when she hasn't been eating. Her blood glucose at the time of phone call was 445 mg/dl, which she treated with a bolus. Troubleshooting was initiated for her high blood glucose, and no alarms were found in her pump history since the high blood glucose episodes began. The customer was advised to change her entire infusion set, reservoir, insulin, and treat per health care provider's instructions. She was also advised to keep motoring her blood glucose and to follow up with her doctor to double check if her pump settings are accurate. No products were returned and a tubing clamp was sent to the customer so she can call back to perform a high pressure test.